Event description:
Cerebrospinal fluid was not flowing freely from the peritoneal end of the device. Request for additional information/clarification was made to the affiliate. It was learned on 05/13/04 that the valve had been implanted and was explanted due to the difficulty.